Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/27/2013 with the following findings: visual inspection of the pump showed no cosmetic defects and no visible damage to the keypad. Investigation revealed that the ¿up¿ button was responding intermittently while the ¿down¿, ¿ok¿ and contrast buttons were responding properly. Upon removal of the keypad contamination was found under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly. Additionally, a crack was found on the battery compartment.